Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported door latch issue. A door not fully latched alarm was observed during power up, caused by a failed upper auxiliary assembly. The failed upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump had a door latch issue. Any pt involvement, injury or medical intervention is unk.